Event description:
It was reported that during stage two of the deep brain stimulation (dbs) procedure while tunneling the sterile field was broken. The physician decided to abort the procedure out of caution. The patient was doing well post-operatively. The tunneling device was disposed by the medical facility and was not returned to bsc.